Event description:
It was reported that the user was unable to attach multiple luer connectors to the ilet cartridge because the adapter would not turn or lock, preventing connection until a connector from a different box was used; insulin delivery then resumed, and a replacement box of luer connectors was shipped. Symptoms included an elevated blood glucose of 185 mg/dl without acute illness. Outcomes included temporary interruption of insulin delivery with successful completion of the supply change and restoration of therapy; no alerts or alarms occurred and no medical intervention or hospitalization was required. Investigation included troubleshooting with alternate connectors and collection of the affected lot number 33999. Investigation of this case revealed that affected connectors from one box did not mate properly with the cartridge while connectors from a different box functioned as intended, indicating a product quality issue limited to the reported lot or box. It was concluded that a mechanical interface issue with the reported luer connectors caused failure to lock into the cartridge; the ilet device operated as expected when a functional connector was used.